Event description:
It was reported that the foley failed to deflate for removal. The doctor punctured the balloon through the perineum and removed it.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. A two way latex foley catheter was returned with a portion of its inflation funnel detached and a burst balloon. When a 12cc slip syringe was placed into the remaining portion of inflation funnel to check for occlusions, water flowed through the damaged balloon with no issues. When a leur lock syringe was used to infuse the inflation valve, water flowed through the valve and the attached portion of the inflation funnel with no issues. Since the returned sample could not be evaluated thoroughly due to it's poor condition, the reported event could not be confirmed. A potential root cause of the reported event could be secondary foreign matter in the inflation funnel due to which there was occlusion, resulting in non-deflation and medical intervention to remove the device. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. English units this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿use luer tip syringe to inflate with stated ml of sterile water. Or, for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. Do not use if package is damaged to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley failed to deflate for removal. The doctor punctured the balloon through the perineum and removed it.